Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the patient is living in a dormitory room at college. They were having trouble with the internet port in their room. The situation has since been resolved. No adverse patient effects were reported. There have been no concerns with the patient's device.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red icon indicative of a change in the device that was not sent to the following clinic. The patient was not at home to perform troubleshooting steps. No adverse patient effects were reported. The device remains in service.